Event description:
It was reported that while the suction irrigator was being used in theatre, a quantity of green oil came out of the device and contaminated the water. The device was therefore discarded. There is some concern as to whether the green oily substance is toxic.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if additional information becomes available.